Manufacturer narrative:
(B)(4). Date sent: 05/29/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 06/26/2025. Corrected data: investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with two reloads present. In addition, a battery pack was returned. The reloads (b & c) were received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The returned device and reloads were tested for functionality in the straight position by resetting and reloading it into the device. However, during the functional test, the reload b presented a premature movement, then the reload was restarted and assisted manually and it could be fired. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device pve35a with lot number c9ea5d; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 118d11, and no non-conformances were identified. Based on the information currently available, the condition identified during the investigation of the reload received has been correlated to the manufacturing process. This condition will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Date sent: 05/13/2025. D4: batch # 118d11. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with two reloads present. In addition, a battery pack was returned. The reloads (b & c) were received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The returned device and reloads were tested for functionality in the straight position by resetting and reloading it into the device. However, during the functional test, the reload b presented a premature movement, then the reload was restarted and assisted manually and it could be fired. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Based on the information currently available, the condition identified during the investigation of the reload received has been correlated to the manufacturing process. This condition will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device pve35a with lot number c9ea5d; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 118d11, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy procedure for lung cancer, a lock out occurred. A new cartridge was used with the same device, but a lock out occurred again. It was used on vessel blood. Another device and cartridge were used to complete the case. There were no adverse consequences to the patient. No additional information provided.